Event description:
The patient underwent implant of a dual-chamber ICD for dilated ischemic cardiomyopathy three years ago. This was a primary prevention device and the patient has had no electrical activity in the interval. The patient's device, which is on recall, had reached elective replacement indicator (eri) and the patient was admitted for consideration of ICD generator explant. The patient underwent removal and replacement of the generator and insertion right ventricular pacing/sensing electrode. The patient was later discharged home in stable condition.

Event description:
The patient underwent implant of a dual-chamber ICD for dilated ischemic cardiomyopathy three years ago. This was a primary prevention device and the patient has had no electrical activity in the interval. The patient's device, which is on recall, had reached elective replacement indicator (eri) and the patient was admitted for consideration of ICD generator explant. The patient underwent removal and replacement of the generator and insertion right ventricular pacing/sensing electrode. The patient was later discharged home in stable condition.